Event description:
It was reported that a (B)(6)-year-old caucasian female patient who underwent a breast augmentation primary with unspecified mentor gel breast implants has experienced rupture bilaterally complicated by lymphadenopathy in both axilla regions. It was also reported that the patient has developed late onset seroma/hematoma in the right breast. No information was provided regarding testing of the seroma fluid. It was also reported that the patient has developed capsular contracture baker grade iii on the right side. As a result, the patient underwent bilateral explantation on (B)(6) 2022. This report is for the right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture, lymphadenopathy, capsular contracture, hematoma, seroma. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On feb 25 2022, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample determined that a tear was found on the posterior aspect of the gel implant textured, breast implant, measuring approximately 2.5 cm. Because of concerns of possible spoliation of evidence, mentor is prohibited from conducting a further physical evaluation of this covered device. Without the benefit of additional evaluation, no further conclusion as to the cause of the rupture can be determined at this time. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Lymphadenopathy or palpable lymph nodes may be the result of bacterial or viral infection, neoplasm (primary or metastatic), or as the result of an idiopathic inflammatory process or foreign body reaction. There have been reports regarding movements of silicone gel material to lymph nodes even with or without evidence of rupture leading to lymphadenopathy. A number of epidemiology studies have evaluated large populations of women with breast implants from a variety of manufacturers and implant models. The studies do not taken together, support an association of breast implants and a diagnosed rheumatic disease. Other than one study, these studies do not distinguish whether the women had ruptured or intact implants. Because there were no supporting pathology reports or physician consultation summaries forwarded to product evaluation, we are unable to confirm the presence of or the possible etiology of the reported lymphadenopathy. Lymphadenopathy is a known complication associated with this surgery and is referenced in our current product insert data sheet. A hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at any time, such as after an injury to the breast. Small hematomas may be absorbed by the body, while others may require surgery for drainage. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).